Event description:
The customer reported obtaining erroneously high ion selective electrode (ise) results for two (2) patients, over separate days, involving the unicel dxc 800 synchron system. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch report #2050012-2013-00506 for the report of the event which occurred on (B)(6) 2013. The customer reported generated erroneously high sodium (na), chloride (cl), and carbon dioxide (co2) results for one (1) patient sample. When the issue was noticed, the customer repeated the sample on an alternate dxc analyzer as well as on the original dxc analyzer after recalibration; an amended report was issued and there was no change or affect to patient treatment in connection with this event. Quality control (qc) results for na, cl, and co2 were within the laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts recommended that the customer replace the modular chemistry (mc) sample syringe if the syringe appeared discolored, flush the mc sample probe, and replace the co2 electrode membrane. Upon follow-up, the customer reported replacing the mc sample syringe, even though there was no discoloration, and the co2 membrane which appeared worn. The customer performed precision runs to verify repairs and results passed within specifications. Failure mode for the event is unknown; the customer replaced the co2 membrane and mc sample syringe which resolved the issue. All related medwatch reports associated with this event: 2050012-2013-00506, 2050012-2013-00507. Issue was resolved by the customer.